Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that on (B)(6) 2018, a 3.0x23 mm xience sierra stent was deployed to treat asymptomatic myocardial ischemia in the proximal left anterior descending coronary artery. Pre- and post-dilatation were performed. Clinical evaluations were performed on (B)(6) 2018 and (B)(6) 2019. On (B)(6) 2019, the patient had no chest symptoms during a 12 month clinical evaluation. Angina was experienced at an unknown time and re-stenosis in the left main was suspected via catheter test; therefore, a pci was planned. On (B)(6) 2019, the patient was admitted to hospital. On (B)(6) 2019, an angiography revealed in-stent re-stenosis occurred in the proximal left anterior descending artery. Balloon angioplasty was performed and an additional stent was implanted. Good blood flow was confirmed by angiography. On (B)(6) 2019, the patient recovered and was discharged. To be noted; the physician considered a causal relationship between the xience sierra and the event as probably related because re-stenosis occurred in the xience sierra stent and the xience sierra stent was used as a control device in an unspecified clinical trial. No additional information was provided.